Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were returned for analysis. Visual inspection noted both reloads were partially fired and engaged in interlock. The jaws of each device were returned open. Functional evaluation noted each reload was able to be loaded into a representative handle. The units were fired on test media and deployed all remaining staples. No functional abnormalities were noted with the devices. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. The reported condition of a partial firing was confirmed. The reported condition of the instrument locked on tissue was not confirmed. The analysis noted evidence that the device was not used as intended. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The instructions for use states: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing, the stapler had an abnormal sound, the stapling stopped and the device could not be fired any further. This happened during laparoscopic sigmoid colectomy. The incident resulted to incomplete staple line centrally. The jaws of the device also locked on tissue and was removed when additional resection was performed to complete the case.